Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call of a no delivery anomaly from the insulin pump. The patient's blood glucose level was unknown. The customer stated that the pump does not pump insulin when he needs it. The customer stated that he was cut tubing and programed his bolus for 10 units and it was not working. The customer will be sent a replacement pump.